Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/excessive pain') in an adult female patient who had essure (batch no. B72577) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("changes to menstrual cycle"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and discomfort ("discomfort"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menstrual disorder, mental disorder, bladder disorder, urinary tract disorder and discomfort outcome was unknown. The reporter considered bladder disorder, discomfort, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Batch no: b72577. Production date: 2013-09-24. Expiration date: 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-dec-2021: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/excessive pain') in an adult female patient who had essure (batch no. B72577) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("changes to menstrual cycle"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and discomfort ("discomfort"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menstrual disorder, mental disorder, bladder disorder, urinary tract disorder and discomfort outcome was unknown. The reporter considered bladder disorder, discomfort, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Batch no: b72577, production date: 2013-09-24, and expiration date: 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-dec-2021: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there is a tiny radiopaque density seen within the pelvic cavity which may be a remnant of essure.'), device dislocation ('the proximal end of essure micro insert tip does not appear to be in contact with uterine cavity. Proximal end of right sided micro insert appears slightly displaced inferiorly and distal end is noted in right fallopian tube.') And pelvic pain ('pain/excessive pain / chronic pelvic pain') in an adult female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain on (B)(6) 2015, shortness of breath on (B)(6) 2015, caesarean section on (B)(6) 2011, deep vein thrombosis on (B)(6) 2011, asthma (deep vein thrombosis of lower limb-) on (B)(6) 1991, parity 4 (3 were vaginal deliveries and 1 was a caesarean), nipple discharge (discharge from the nipple), low back pain, anxiety depression and personality disorder. Previously administered products included for contraception: depo; for an unreported indication: mirena and clexane. Past adverse reactions to the above products included menstruation irregular with depo; and multiple allergies with clexane. Family history included diabetes mellitus, ischemic heart disease, hypertension, stroke, cancer and asthma. Concomitant products included amoxicillin;clavulanic acid, cyclizine, diclofenac, ondansetron, paracetamol and paracetamol + codeine phosphate (co-codamol eff.). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding;"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction;"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), discomfort ("discomfort"), device intolerance ("inability to tolerate the device;"), headache ("headaches"), nausea ("nausea") and brain fog ("brain-fog") and was found to have weight increased ("weight-gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menstrual disorder, mental disorder, bladder disorder, urinary tract disorder and discomfort outcome was unknown. The reporter considered bladder disorder, brain fog, device breakage, device dislocation, device intolerance, discomfort, dyspareunia, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mental disorder, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2015 as per mr (B)(6) 2015 three rings were seen on both the sides . Bilateral salpingectomy using cayman forceps. Both ostia seen no remnants of device seen. Feels the coil has moved on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2021: the biopsy results showed normal tube. Hysterosalpingogram - on (B)(6) 2014: the micro-inserts appear to be in a satisfactory location on left side. The micro-inserts do not appear to be correctly positioned on right side. The proximal end of essure micro insert tip does not appear to be in contact with uterine cavity. Proximal end of right sided micro insert appears slightly displaced inferiorly and distal end is noted in right fallopian tube.. Magnetic resonance imaging - on (B)(6) 2020: the central disc protrusion at l4-l5 level appears more prominent compared to the previous study and is likely compressing the traversing right l5 nerve root. Pathology test - on (B)(6) 2021: macroscopy: two fallopian tubes one measures 53mm in length and 7mm in diameter. The second fallopian tube measures 6mm in length and 7mm in diameter. Both fallopian tubes cut into multiple sections. Microscopy: sections show complete transection of two normal looking fallopian tubes conforming sterilization. Conclusion: specimen of fallopian tubes left & right: complete transection. Ultrasound scan - on (B)(6) 2020: the ultrasound was normal. Ultrasound scan vagina - on (B)(6) 2020: both ovaries appear normal. Right ovary measures 27 x 20 x 19mm, left ovary measures 17 x 25 x 21mm. No adnexal masses, cysts or free fluid seen. X-ray of pelvis and hip - on 18-nov-2021: there is a tiny radiopaque density seen within the pelvic cavity which may be a remnant of essure. Batch no (B)(4) production date (B)(6) 2013 expiration date (B)(6) 2016 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2024: mr received : reporters information patient medical history and surgical pathology reports were added. Events -"genital bleeding, device intolerance, allergic reaction, headaches, nausea, brain-fog and weight-gain" were added, rcc updated a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("there is a tiny radiopaque density seen within the pelvic cavity which may be a remnant of essure."), device dislocation ("the proximal end of essure micro insert tip does not appear to be in contact with uterine cavity. Proximal end of right sided micro insert appears slightly displaced inferiorly and distal end is noted in right fallopian tube.") And pelvic pain ("pain/excessive pain / chronic pelvic pain") in an adult female patient who had essure inserted (lot no. B72577). Additional non-serious events are detailed below. The patient had a medical history of shortness of breath and chest pain in (B)(6) 2015, caesarean section and deep vein thrombosis in (B)(6) 2011, asthma (deep vein thrombosis of lower limb-) in 1991 and personality disorder, anxiety depression, low back pain, nipple discharge (discharge from the nipple) and parity 4 (3 were vaginal deliveries and 1 was a caesarean). Previously administered products included: depo provera for contraception and clexane and mirena. Past adverse reactions to the above products included: irregular bleeding with depo provera and allergies with clexane. The patient had a family history of diabetes mellitus, ischemic heart disease, hypertension, stroke, cancer and asthma. Concomitant products included cyclizine, ondansetron, paracetamol, amoxicillin;clavulanic acid, co-codamol eff. (Paracetamol + codeine phosphate) and diclofenac. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced device breakage (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding;"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction;"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), discomfort ("discomfort"), device intolerance ("inability to tolerate the device;"), headache ("headaches"), nausea ("nausea") and brain fog ("brain-fog") and was found to have weight increased ("weight-gain"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for pelvic pain, menstrual disorder, mental disorder, bladder disorder, urinary tract disorder and discomfort were unknown. The reporter considered bladder disorder, brain fog, device breakage, device dislocation, device intolerance, discomfort, dyspareunia, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mental disorder, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2015 as per mr (B)(6) 2015 three rings were seen on both the sides . Bilateral salpingectomy using cayman forceps. Both ostia seen no remnants of device seen. Feels the coil has moved on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2021: the biopsy results showed normal tube [hysterosalpingogram] on (B)(6) 2014: the micro-inserts appear to be in a satisfactory location on left side. The micro-inserts do not appear to be correctly positioned on right side. The proximal end of essure micro insert tip does not appear to be in contact with uterine cavity. Proximal end of right sided micro insert appears slightly displaced inferiorly and distal end is noted in right fallopian tube. [Magnetic resonance imaging] on (B)(6) 2020: the central disc protrusion at l4-l5 level appears more prominent compared to the previous study and is likely compressing the traversing right l5 nerve root [pathology test] on (B)(6) 2021: macroscopy: two fallopian tubes one measures 53mm in length and 7mm in diameter. The second fallopian tube measures 6mm in length and 7mm in diameter. Both fallopian tubes cut into multiple sections. Microscopy: sections show complete transection of two normal looking fallopian tubes conforming sterilization. Conclusion: specimen of fallopian tubes left & right: complete transection [ultrasound scan] on (B)(6) 2020: the ultrasound was normal [ultrasound scan vagina] on (B)(6) 2020: both ovaries appear normal. Right ovary measures 27 x 20 x 19mm, left ovary measures 17 x 25 x 21mm. No adnexal masses, cysts or free fluid seen [x-ray of pelvis and hip] on (B)(6) 2021: there is a tiny radiopaque density seen within the pelvic cavity which may be a remnant of essure batch no b72577 production date 2013-09-24 expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/excessive pain') in an adult female patient who had essure (batch no. B72577) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), menstrual disorder ("changes to menstrual cycle"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and discomfort ("discomfort"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menstrual disorder, mental disorder, bladder disorder, urinary tract disorder and discomfort outcome was unknown. The reporter considered bladder disorder, discomfort, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Batch no: b72577, production date: 2013-09-24, expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2021: case updated to serious incident because of essure removal. Reporter's information was updated; patient's date of birth provided; essure was removed on (B)(6)2021 via salpíngectomy; new events mental disorder, urinary tract disorder, bladder disorder, discomfort and menstrual disorder added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.